Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 81 year old male patient presenting for impella support. The physician had difficulty removing the device and required surgical intervention via aortic incision for full device removal. Residual thrombotic material in the patient's artery required intervention to resolve via a thrombectomy. The patient exhibited aortic regurgitation that prompted an aortic valve replacement. Finally, a cerebral infarction had occurred.

Manufacturer narrative:
The investigation into the reported "heart valve damage, stroke/cva, thrombus and removal issues" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The data logs from the case were unremarkable. After reviewing the clinical information, it was determined that the cause of the removal issues was most likely the presence of biomaterial in the patient's vessels. The cause of the thrombus was patient condition related. The cause of the aortic valve damage and its relation to the impella were not determined since the patient had a worn out prosthetic aortic valve. The cause of the cva and its relation to the impella were not determined since it occurred after the thoracotomy procedure to remove the impella and replace the patient's valves. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿